Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 02/02/2016, to report a detached sensor wire that occured on (B)(6) 2016. The sensor insertion was at the arm on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. It was reported that the sensor was inserted into the arm. The dexcom g4® platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of detached sensor wire cannot be confirmed. A root cause could not be determined. However, it was reported that the patient had taken the transmitter off prior to removing the sensor pod from the body. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: do not remove the transmitter while the sensor pod is still attached to the body.